Event description:
The customer contact reported the device touchscreen does not respond when pressed. There were no reports of any adverse pt events and no reported delays of critical therapy while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen was non responsive. This was due to the touchscreen being out of calibration. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.